Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a laparoscopic hernia repair procedure on unknown date and absorbable straps were used. During the procedure, the white tip released and fell into the patient. There was no additional dissection performed when removing the piece from the patient's body and no adverse consequences for the patient were reported.